Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle was bent and the stopper was deformed. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the needle bent while the consumer was using it (I've never had issues with this before), and on others, the black rubber plunger was at an angle making it difficult to measure the insulin usage properly. Verbatim: I'm writing because I've had several syringes in the last two boxes I purchased be defective. On some, the needle bent while I was using it (I've never had issues with this before), and on others, the black rubber plunger was at an angle making it difficult to measure the insulin usage properly. I use the 8mm 5/16"x31g 3/10 syringes.

Manufacturer narrative:
H.6. Investigation: customer provided (2) photos of 31g x 8mm, 0.3ml bd insulin syringes; no samples were returned. Customer reported the needle bent while I was using it, and on others, the black rubber plunger was at an angle. The sample in each photo was examined, and the following was observed: - in photo ¿ cs0009663 the cannula is bent; - in photo ¿ syringe1 cs0009663 the stopper appears to be damaged/disfigured. The photo ¿ cs0009663 captures a syringe after use, therefore the likely cause of the bent cannula is human error during use of the syringe. Unable to perform DHR review due to unknown lot number.

Event description:
It was reported that unspecified bd¿ needle was bent and the stopper was deformed. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that the needle bent while the consumer was using it (I've never had issues with this before), and on others, the black rubber plunger was at an angle making it difficult to measure the insulin usage properly. Verbatim: I'm writing because I've had several syringes in the last two boxes I purchased be defective. On some, the needle bent while I was using it (I've never had issues with this before), and on others, the black rubber plunger was at an angle making it difficult to measure the insulin usage properly. I use the 8mm 5/16"x31g 3/10 syringes.